Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that a four second pause in pacing was observed for this patient via telemetry. System interrogation noted noise with t-wave oversensing. Additionally, pacing impedance measurements have decreased from 700 ohms to 500 ohms. A lead revision procedure was performed and this right ventricular (rv) lead was removed from service and replaced. No adverse patient effects were reported.